Event description:
Customer called lfs in 2002 alleging that their meter would only prompt "clean test area" message. Customer reported feeling low and weak. Customer treated self with juice and tried re-testing several times before obtaining a "95 mg/dl". Customer indicated that the meter has been prompting "clean test area" for 1 month and they have been unable to obtain a blood glucose reading. Customer also reported the meter reading inaccurately low, when they were able to obtain a blood glucose reading. The ccr walked them through a check strip test and it passed. The control solution was expired. Customer could not recall how long their test strips had been opened. Ccr replaced the meter due to the unresolved "clean test area" error. No adverse event or serious injury occurred. No medical care was received.